Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics attachment collar broke. All three screws fell out. Surgical delay? Yes: 16-30 minutes. Case type: tka.

Event description:
Mics attachment collar broke. All three screws fell out. Surgical delay? Yes -16-30 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that mics attachment collar broke. All three screws fell out . Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k08oc and 23 including 4200892 were accepted into final stock on 13/9/2017. A review of qt17-03-0036 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k080c, p/n 209063 shows 02 additional complaint related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.